Event description:
The customer reported the system experienced an uncommanded system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.